Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos provided show an implanted iol. Damage to the lens cannot be confirmed from these photos. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, a peripheral scratch on iol was observed. The scratch was small and visually insignificant, and therefore, the surgeon did not explant the lens. Additional information was requested, but no further information is available.